Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. B5, d10: updated with information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event was caused by breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chip and capacitor. However, the specific root cause could not be determined at this time. The instructions for use (IFU) describes how to inspect for the event in ¿chapter 3 preparation and inspection, section 3.8 inspection": "inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The event occurred prior to the procedure. The intended therapeutic procedure was completed using a similar device. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customers allegation of the image issue was confirmed. This was due to damage on the charged cabled device unit, affecting the color tone of the image. Additionally, the following event were also identified, and are as follows: (a.) Due to damage on ccd unit, a noise image occurs, (b.) Because the electrical contact of video connector is shaved, a noise image occurs, (c.) The bending section cover or (a-rubber) has a scratch, (d.) Adhesive on a-rubber has a chip, (e.) The video connector has a scratch. (F.) Video connector has a crack, (g.) Due to damage on lock engagement lever (fe lever), the bending section cannot be fixed firmly, (h.) Adhesive around objective lens was peeled, (I.) Due to damage on charged cabled device unit the (ccd unit), a noise image occurs, (j.) The light guide connector had a scratch, (k.) The light guide cover glass had a scratch, (l.) The right/left plate had a scratch, (m.) The right/left lever had a scratch, (n.) The angulation had a scratch, (o.) The switch one button had a scratch, (p.) The grip had a scratch, (q.) The control unit had a scratch, (r.) And the up/down plate had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope experienced a compromised image issue. It was unknown when the event occurred. There was no report of patient or user harm associated with the event. Subsequently the device was returned for evaluation, and it was disovered that the color tone is abnormal due to damage to the video connector. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.